Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.00mm x 12mm synergy ii stent was advanced however, the device had difficulty crossing the lesion. When the stent went past the lesion, it was pulled back to position and it was noted that the stent came off the delivery system. The dislodged stent was able to be snared out from the aorta into the iliac and was able to be pulled back inside the sheath. The device was successfully removed and the procedure was completed with a different device. No further patient complications were reported and patient status was good.